Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced their 30-degree endoscope showing the wrong image. The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the image would show up when down was selected and vice versa. Csr said it was working fine after they reseated the endoscope on the arm and reseated the connector at the tower. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The field service engineer (fse) contacted the customer and confirmed the issue did not return. Fse recommended customer return scope if issue returns and passed along technical support engineer (tse) recommendation about cancelling guided tool exchange. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the endoscope for evaluation at the time of this report.